Event description:
It was reported that caller experienced a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue recurs.